Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, it was reported that at 2:00am, the cgm was displaying "low" but the patient did not feel symptoms of low blood sugar. The patient decided to drink pineapple juice to help increase the cgm reading. After an hour and a half, the patient was unable to remember what happened but woke up to being assisted by paramedics in an ambulance. A sheriff informed the patient that they found the patient laying on the ground unconscious (location unknown) to the sheriff called for an ambulance. It is unknown what the cgm was displaying during this time. Emergency responders checked the patient's blood glucose and the bg meter showed 700 mg/dl. They administered the patient with a bolus from the patient's tandem insulin pump and stated the cgm was displaying low during that time. After treatment, emergency responders advised the patient be sent to the emergency room but the patient declined. At the time of the report, the patient felt tired. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time the patient treated themselves with pineapple juice. The reported glucose values fall within the d zone of the parkes error grid during the time emergency responders manually checked the patient's bg. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.